Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause was unknown. Nine days prior to the diagnosis of peritonitis, the patient was hospitalized due to other medical conditions. On the same day as the peritonitis onset, the patient was treated vancomycin injection (dose, route, frequency and duration were not reported) and genta injection (40mg, route, frequency and duration were not reported) for peritonitis. Treatment with antibiotics was ongoing. At the time of this report, the patient has not recovered from the event. It was reported that the patient's catheter was removed and the patient will be transitioned to hemodialysis for the next two months and recatherization will be planned. No additional information is available.